Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: (B)(6) 2018. The customer was given a quote for an o2 fuel cell. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator fio2 deliverance was not proper. No patient harm reported. The event date was not specified; estimate used.